Manufacturer narrative:
Evaluation of the returned canopy found one element missing on the right window drainage port and one element missing on the molding zipper a patient access area. If one zipper element is missing or pulled apart on a patient accessible zipper it would allow the zipper to be initially closed. A patient can later open the zipper by separating the zipper at the location of the missing element. Applying pressure directly to the unsecured area will reveal the breach, which is why the user manual advises caregivers to apply direct pressure along the entire length of the zipper. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not be put into use with a patient and should be returned to posey for servicing. Service issues are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported the zipper teeth are missing from the right side panel of the canopy. The date the issue was discovered is unknown. No patient injury was reported.